Event description:
It was reported that the patient's device was not working and the ins was totally dead. The patient's controller shut itself off and it didn't stay charged. They were receiving different messages on the screen and they had to reset the controller; they received "system problem m05." The recharger sometime became hot and burned the patient's back; they clarified that this was uncomfortable but it did not burn the skin. There was no damage on the recharger port or cord. The controller was 90% charge and the ins was empty. They were recharging at "excellent" and the screen then changed to "cable disconnected;" they then saw "system problem rm04." The controller was not recognizing that the recharger was plugged in. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed that insulation was pulling away from rtm. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.